Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 5pm. The patient reported a blood glucose reading of "325 and 393 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with combinations of oral medications, including metformin pills (500mg), januvia pills (100mg), and amaryl (4mg). A few minutes prior to the start of the alleged issue, the patient stated she developed symptoms of nausea and palpitations. The mss was not able to determined if the symptoms were associated as high or low blood sugar symptoms. In addition, the mss was unable to obtain the patient's prior blood glucose result on the subject meter prior to the alleged symptoms or what action she took as a result of the reading. Due to the alleged readings and the alleged symptoms, it was noted by the cca that the patient administered her usual dose of medications at 5:50pm that evening. According to the patient, there was no other blood glucose device used at the time the alleged issue began. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, and the quality control solution test fell within the acceptable specified range of "111-148 mg/dl" on the vial of test strips. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of a serious injury, there is no indication that the reported issue caused or contributed to an adverse event. The patient felt symptomatic prior to obtaining the alleged inaccurate high results. In addition, there is no evidence of delay in treatment. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (6/28/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (06/5/2012)- the correct brand name for the meter is the onetouch ultramini. Additional information: the mss spoke to the patient on (B)(6) 2012 and obtained/verified the information. The patient corrected and clarified that she did not experience any symptoms prior to the start of the alleged issue. The patient also denied receiving any medical intervention/treatment after the reported issue began. This complaint has been re-classified as rule-out based on the new information obtained.